Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information was received from a patient receiving prialt (unknown dose and concentration) via an implantable pump. The indication for use was non-malignant pain. The patient reported that she had her refill done before and when she went to the health care professional's office on an unknown date, she went into an attack, quit breathing and they had to call an ambulance. Patient stated "if this is making her sick and causing her breathing problems". No interventions were mentioned. The patient stated that everyone is recommending that she take the pump out.